Event description:
It was reported that the lens was dry upon receipt. Additional information has been requested, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.